Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a hole in the catheter is confirmed and was determined to be use related. One 4 fr single lumen powerpicc solo was returned for evaluation. An initial visual observation showed use residue on the returned sample. A diagonal split was observed in the catheter approximately 2.2 cm distal to the molded joint. An indentation was observed in the catheter approximately 1.5 cm distal to the molded joint and the catheter was observed to be slightly flattened between the 1 cm and 4 cm depth markers. The 5 cm depth marker was observed to be worn and faded. A microscopic observation revealed the edges of the split to be mostly straight with a rough surface texture. Whitening of the catheter material was observed at the corners of the split, and the surface of the catheter material was observed to be less lustrous near the split. Some wrinkling of the surface of the catheter was also observed near the edges of the split. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The product IFU states: ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the powerpicc catheter was leaking. It was stated when the clinician pulled the line she noticed that there was a hole in the catheter.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the powerpicc catheter was leaking. It was stated when the clinician pulled the line she noticed that there was a hole in the catheter.